Event description:
Consumer called to report "hi" readings with their plink meter. Adjusted their insulin on the readings they received. Called emt with low blood sugar symptoms. Was treated in the hospital for low blood sugar.